Event description:
The following has been reported: biomed reported: "there is a pump problem. When I turn on the pump for testing pump problem occurred. There was a pump problem on (B)(6) at 13:58 and 14:01." Patient harm unknown. A preliminary review identified the following issue: pneumatic valve leak failure (valve 4) an active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for pneumatic valve leak failure (valve 4). Device was attached to a bracket and powered on. No alarms or errors occurred. A cassette was loaded on to the device and a tubing set misloaded error occurred. The device was opened to inspect for internal damage and perform testing on the pneumatic assembly. No internal damage was identified. The device failed during hardware testing, indicating a valve 4 failure. The installed pneumatic assembly was replaced with an assembly for testing and engineering purposes for investigation. The assembly was able to pass testing.